Event description:
The doctor was preparing 2 crowns (25,26) and when using the h375r.31.023 bur, the bur bent and struck tooth 25 and fractured it. The doctor was not able to restore the tooth as it was 6mm subgingival. He extracted the tooth and placed an implant. The patient underwent an extra hour of oral sedation.